Manufacturer narrative:
The reported event was confirmed. Evaluation observed irregular balloon burst. There were pieces of sac were missing approximately (0.6cm x 0.9cm) and missing pieces was returned for evaluation. Sample was evaluated under microscope and no conditions found that could be associated with the reported event. Exact cause could not be determined. Potential root cause for this failure mode could be user related (example: pull by user)/mechanical failure/operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the balloon got torn since the patient pulled the catheter by herself on the 2nd day after use. It was further reported that a piece remained inside the patient body was expelled with the urine.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon got torn since the patient pulled the catheter by herself on the 2nd day after use. It was further reported that a piece remained inside the patient body was expelled with the urine.